Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it was implanted in the patient; no definitive conclusion can be drawn regarding the clinical observation. The axium prime instruction for use advises: ¿if undesirable movement of the axium¿ prime detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized axium¿ prime detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small, ruptured, amorphous anterior communicating artery aneurysm, the first coil loop formed outside of the aneurysm. It was reported that loop was noticed during deployment of the second coil. A total of three coils were implanted without any issue at the intended location. No patient complications were reported. The patient is on aspirin and is scheduled for follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.